Manufacturer narrative:
The device was not returned to solventum for analysis; therefore, it is not possible to determine the root cause. A general analysis response for itching, irritation, redness, flushing, rash, blistering, or swelling can be due to skin sensitivities to adhesive products and/or attributed to improper application or removal of the product. Refer to product packaging and instructions for use for proper application and removal technique. Prepare the site according to your facility¿s protocol. Allow all preparations and protectants to dry completely before applying dressing. Application: do not stretch the dressing as tension can cause skin trauma. Removal: gently grasp an edge and slowly peel the dressing from the skin in the direction of hair growth. Avoid skin trauma by peeling the dressing back, rather than pulling it up from the skin. A review of the batch record showed this lot met all specifications for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
The patient received intravenous fluid therapy via an indwelling intravenous needle, secured with a 3m¿ tegaderm¿ i.v. Advanced securement dressing. Approximately one hour after application, the patient developed skin flushing spreading from the left hand to the entire left upper limb, accompanied by scattered millet-like papules and itchy skin. The transparent dressing was immediately replaced with adhesive tape for fixation. The attending physician was notified and a 0.9% sodium chloride injection and 10mg dexamethasone sodium phosphate injection were administered intravenously. Approximately 30 minutes after medication, the patient¿s itching gradually subsided, and the rash resolved within about 2 hours. No recurrence of symptoms was observed after the adhesive tape was used for fixation.